Event description:
It was reported that a neurologist's handheld computer would not hold charge. The site indicated the handheld would charge overnight and within an hour after being unplugged, the handheld would not turn on. A new handheld was provided to the site and the reported handheld was returned to the MFR. Product analysis was completed by the MFR which indicated no anomalies associated with the main battery were identified during the analysis. An analysis was performed on the returned handheld and the reported allegation of handheld not turning on was verified. The cause for the reported complaint is associated with broken solder connections on the handheld main board. After the broken connections were resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Product analysis of the returned flashcard revealed the flashcard and software performed according to functional specifications.